Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-04427. It was reported that the patient's leads migrated, leading to high impedances at the leads and ineffective therapy. In turn, surgery occurred on (B)(6) 2019 to reposition the leads, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Narrative was reworded to be more clear and accurate.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on the lead. X-ray confirmed lead migration. As a result, lead revision surgery occurred on (B)(6) 2019 to address the issue. Post-operatively, the issue resolved. It is unknown which lead is liable so both leads are reported.